Event description:
The pump was received at a covidien service center. Upon evaluation of the pump it was found that the battery and battery compartment were burned. The pump was completely burnt through the battery access, plastic was melted.

Manufacturer narrative:
Submit date: (B)(4) 2012. One epump was received and upon evaluation of the pump it was found that the battery and battery compartment were burnt. Internal inspection found heat damage to the battery door from shorted battery wires which melted the wire insulation. There was some evidence of burn marks on the outside of the unit. The wires burned a small hole through the rear battery door. The cause of the failure was determined to be pinched battery wires in the battery wire channel that bridges the battery compartment to the connector. If the red and black wires are crossed over each other and are not channeled through the case opening between the connector and battery when the door is closed, it can cause the two wires to compress together and snort. This would cause the battery to draw current and melt the plastic. A corrective action has been issued to address pinched battery wires by using heat shrink tubing; one for reworking current batteries in stock and one to change the specifications for the battery manufacture. Product kangaroo epump, was manufactured in 2010. A review of the device history record indicates all parameters and acceptance criteria were within specified limits when released. This complaint will be used for trending and tracking purposes.